Event description:
It was reported that during a stage 2 procedure with sensight leads and sensight extensions, the metal portion around the setscrew came off of the extension and became stuck on the lead end. One of the leads would not seat fully into the extension, and the lead would not go over the portion where the setscrew locks the lead in place. The lead was noted to be bent and subsequently fractured. The lead would not come out of the extension. Additional information was received from the rep. After the extension was stuck on the lead, the surgeon cut the extension open to try to remove the set screw box. They were eventually able to remove the set screw box, but the lead had been pulled too hard and was damaged. A lead test cable was used to try to assess how much of the lead was viable still, and in the end only 2c and 3 had high impedances and the rest of the lead was still useable. The final result was high impedances on contact 2c and 3. The patient has been going through programming with their neurologist. There are no current plans to fix the lead by doing a revision. The patient is not programmed on contacts with high impedances.

Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID: b3400060, serial# (B)(6), product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 19-feb-2027, UDI#: (B)(4), product ID: b3400060, serial/lot #: (B)(6), ubd: 14-apr-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.